Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that during the treatment, a leak was observed in the photoactivation module after 1507 of whole blood had been processed. The ecp treatment was aborted, and no blood from the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. No product was returned for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n125 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n125 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. The root cause for the photoactivation module leak could not be determined based on the available information. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4), (B)(6) 2025.